Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing gastrojejunostomy where the surgeon brought together part of the stomach and part of the jejunum in a laparoscopic bypass procedure, the stapler did not fire. The surgeon fired a reload however he was claiming that the firing didn't fire any staples and just cut. The surgeon was required to complete the anastomosis with a suturing technique. There was no patient injury.